Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override. The technical support specialist (tss) dialed into the server and ran a server downtime query. The interface services utility was successfully deployed. External messaging services were restarted, but messages still failed to cross. The issue was escalated to integration engineering support team (iest), who verified that both carefusion coordination engine (cce) and system services were running, with all active hosts connected and showing valid ips and ports in the transmission control protocol (tcp) communication monitor. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in critical override, and the user was unable to pull medications. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.